Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. The actual device was not returned for evaluation.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reportedly developed a rash under the therapy electrodes. The patient had been using a triple antibiotic. The patient also believed that she had yeast infection, but this was not confirmed with the physician. The patient's physician instructed the patient to remove the lifevest for a few days to allow the rash to heal. Follow up indicated that the rash healed.